Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the receiving inspection, we discovered that 12 units of product were bent." There was no patient involvement.

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The photo shows twelve unopened sac kits with signs of folds and creases. The guidewires within the protective guard appear to be kinking. The customer also returned twelve, unopened sac kits for evaluation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed that the guidewire and protective tubing were kinked within the packaging. It was noted that all 12 kits were from the same batch number. No damage was observed to the shipping box returned. One kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had a kink, which aligned with the kink on the guidewire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and confirmed that the distal and proximal welds were secure and intact. The kink on the guidewire measured 86mm from the proximal tip. The guidewire length measured 335mm, which is within the specification limits of 331mm - 340mm per guidewire product drawing. The guidewire outer diameter measured 0.62mm, which is within the specification limits of 0.61mm - 0.64mm per guidewire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through the returned introducer needle, and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of kinked guidewires in packaging was confirmed through complaint investigation of the returned sample. Kinking was observed on the guidewire body, which aligned with kinking on the protective tubing. The packaging had signs of folding/creasing upon return. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the samples received storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the receiving inspection, we discovered that 12 units of product were bent." There was no patient involvement.